Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A full lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found except for damages consistent with procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular (lv) lead exhibited high out-of-range pacing impedance and failure to capture. Chest x-ray further confirmed lv lead dislodgement. The lv lead was explanted and replaced. The patient was recovering.